Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The glucose level was 290 mg/dl and the patient was treated with manual injection. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the investigation associated with related event database (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure. The identified for malfunction code, adhesive patch lifts or detaches during use, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review lot 6003854 was manufactured on 23-oct-2023, in machine 12, with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event. Due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. No further action is required for this complaint. The acrylic glue on the adhesive is not applied by convatec and the adhesive material has been manufactured and inspected in accordance with all specifications, batch documentation and the requirements according to 21 cfr part 820: quality system regulation and iso en 13485:2016: medical devices-quality management systems.

Event description:
To date no additional patient or event details have been received.